Event description:
The customer tested 269 mg/dl at 22:50 on the mobile system. After receiving this result she administered unspecified insulin. The customer reported low blood glucose symptoms and tested 80 mg/l at 22:51 and 40 mg/dl at 22:54. The customer went to see her physician. No treatment information provided. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.